Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: sweden. It was reported that two surgeries with two different dogs was performed. Both animals suffered from bleeding because coagulation was insufficient. A life-threatening situation occurred with both animals and finally one dog died. Reports related to these incidents include: 9610612-2017-00181. Components in use listed as concomitant devices are: pl731su / caimen disp.instr.articulat.d:12/440mm. Gn200 / lertrafuse hf generator bipolar.

Manufacturer narrative:
Investigation used test and analysis equipment: -aesculap rf- generator "gn 200", snr. (B)(4). -microscope "keyence- vhx 5000 d". -digital-camera "panasonic dmc tz8. -fluke 178 trms multimeter .-measuring module box with power supply. First we made a visible inspection of the jaw. Here we found no abnormities like burned or charred peak. Then we checked the mechanical function. The clamping and the cutting function worked well. In the next step we connected the instrument with an rf- generator "gn 200", snr.(B)(4), and checked the electrical functions result: it was not able to start the sealing process with the trigger button. Batch history review the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause the root cause for the problem is user related. Rational the resterilisation by insertion in a liquid caused oxidation at the surface of the trigger switch. Electric / electronical equipment with open contact systems are not suitable for insertion in liquids or solutions. Caiman rf seal and cut instruments are radiation- or rather ethylene sterilized instruments and not suitable for resterilisation. Corrective action according to sa-de13-m-4-2-01-010-0, a CAPA is not necessary.